Event description:
It was reported that the patient was implanted with only the left cylinder of a spectra penile prosthesis (spp) due to an unspecified reason. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.